Manufacturer narrative:
Intuitive surgical inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The illuminator was installed into a test system and it failed to turn on the lamp module. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, the customer heard a pop from the illuminator and received an error 48238. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised customer to perform a hard power cycle of the system and to reseat the communication cable; however, the issue persisted. Customer used a third party illuminator to continue the procedure. The planned surgical procedure was completed with an alternate light source and no patient harm, adverse outcome or injury was reported. An isi field service engineer (fse) was dispatched to the facility and replaced the illuminator to resolve the issue. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.